Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 3/18/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 3/26/2021. It was reported that a female patient underwent an atrial fibrillation ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter. The event occurred during the ablation phase. During the procedure, the patient's blood pressure dropped and it was confirmed via the ultrasound that the patient had a pericardial effusion. A pericardiocentesis was performed and there was approximately 1200 cc of fluid removed. The physician had ablated the cavotricuspid isthmus (cti) line and there was no steam pop noted or any other issues. The physician felt that during coronary sinus placement of the catheter is when the issue may have occurred. The patient was then taken to the operating room for surgical repair. The patient did not require extended hospitalization. The catheter was returned to biosense webster for evaluation. Bwi conducted a visual inspection, electrical, generator, spi screening, deflection, and irrigation test of the returned catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool smarttouch sf catheter. Electrical, generator, spi screening, deflection, and irrigation testing were performed, in accordance with bwi procedures and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The event described could not be confirmed as the as the device performed without any malfunction issue. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 4/21/2021, noted a correction to 3500a follow-up #2 as the lot number was retrieved during analysis; however, d4. Lot was not populated . Therefore, processed d4. Lot, d4. Expiration date and h4. Device manufacture date accordingly.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. The event occurred during the ablation phase. During the procedure, the patient's blood pressure dropped and it was confirmed via the ultrasound that the patient had a pericardial effusion. A pericardiocentesis was performed and there was approximately 1200 cc of fluid removed. The physician had ablated the cavotricuspid isthmus (cti) line and there was no steam pop noted or any other issues. The physician felt that during coronary sinus placement of the catheter is when the issue may have occurred. The patient was then taken to the operating room for surgical repair. The patient did not require extended hospitalization. The physician¿s opinion regarding the cause of this adverse event is that it was procedure/patient condition related. There was no transseptal puncture performed. An irrigated catheter was used, and the flow setting were standard: 8/15 ml/min. The correct catheter settings were selected on the generator. The pump was switching from ''low'' to ''high'' flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization settings: graph, dashboard, vector & visitag. Visitag module parameters for stability were used: 3mm, 3s, 25%, 3g. There was no additional filter used with the visitag. Time color options were used. The patient outcome on follow up was reported as fully recovered.